Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-oct-2019 with the following findings: evaluation revealed the display was dim, faded and discolored. Evaluation also revealed the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim, faded and discolored. Evaluation also revealed the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 16-oct-2019.